Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2019-08-02. It was reported that it was determined the cause of the stimulator changing to zero was that the adaptive stim had been activated. The patient's weight was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. Information was reported that the patient stated all of their settings show up to zero after turning his controller of and back on again. The caller stated he keeps adjusting his settings, but they are at zero when he checks back later. The controller showed each program had adaptive stimulation (as) turned on. The meaning of as was reviewed with the patient and the patient wanted to turn as off. The patient turned as off and adjusted the stimulation on group c to 3.4 on programs 1, 2, and 3. The patient turned their stimulation off and back on and the stimulation remained at 3.4 on each program. The patient powered off their controller and back on again, and the stimulation remained at 3.4 on each program. Troubleshooting resolved the reported issue. No further complications were reported. No patient symptoms were reported.